Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11corrected field: d1, d4 (version or model#), g1 (contact person ¿ mfg site)

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field: d1, d4 (model#, catalog# & UDI#), d11, h4.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp, and could not duplicate the issue. The fse found the unit worked fine both on mains as well as battery. The fse found the charging indicator of the unit was not working and same needs replacement. Checked unit with trainer and balloon connected, unit working fine. The fse returned at a later date and replaced the charge led panel cable. The fse again tested the iabp unit with a trainer and balloon and found the iabp unit to be working to factory specifications. Additionally, the fse noted that the charging indicator was also functioning properly. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) would not work on battery power. There was no patient involvement, and no adverse event reported.